Event description:
It was reported that, one day after the implant procedure, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensing. Air intake was found on the primary ring. The system was successfully revised with a good outcome, due to the s-ICD and the electrode were too high. No additional adverse patient effects were reported.